Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that there were small pinholes found in the tubing between the hub and the junction. This was noticed immediately after the tube was placed, so they replaced it with a new device. No part of the original device remained in the patient, and there were no injuries or additional procedures.